Manufacturer narrative:
(B)(4). This complaint for a leak (problem code) was not confirmed due to unavailable sample. A batch review was not performed due to unknown lot number. The results of a label review revealed that patients are instructed on how to connect himself/herself to the disposable set. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is report 1 of 2 where a customer contacted the baxter's global technical service center to report a leak in the transfer set while on the homechoice machine during drain 1. The home patient (hp) stated that he just started therapy and noticed a leak in his transfer set. The hp stated that he needed assistance ending therapy. The technical service representative assisted the hp with ending therapy early and advised the hp to call the nurse. Follow up with the nurse revealed that the patient was seen immediately after the incident and the transfer set and the adapter were fine. The transfer set was not replaced. However the patient was treated prophylactically with antibiotics. The nurse believes that the patient did not connect appropriately to the cassette. The nurse stated that the cassette was discarded. The nurse further indicated that the patient was seen this morning in the clinic ((B)(6) 2010) and is fine. No patient injury was associated with this report.

Manufacturer narrative:
(B)(4). The transfer set is not available and the lot number is unknown. Should additional information become available, a follow up MDR will be submitted.